Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the reason for call was to request assistance with connecting to ins. The caller reported the ins was "not working" and they were calling to having it "reset." The caller explained the patient was discharged from an 8-day hospital stay on wednesday, (B)(6) 2024. Prior to that, the patient presented to the ER for constipation and pain at implant site, and it was determined they were experiencing urinary retention, the diagnosis for which the ins was implanted. The caller also mentioned the patient had a diagnosis of interstitial cystitis. The caller reported the ER staff could not connect to the ins. The caller was unsure if the battery was dead. The caller reported the patient was very forgetful and likely was starting to get dementia. For this reason, the event date for retention was unknown. The agent reviewed multiple factors could attribute to not being able to connect to ins, device age being one of them. The caller reported they were with patient at their new urologist's office waiting for the doctor to come in. This was their fist appointment to establish care. The caller was uncertain how familiar the physician would be with connecting to the ins. The agent suggested the caller go through with the appointment first to determine the physician's plan of care instead of starting troubleshooting. The agent suggested the caller or physician call patient services (ps) if assistance was needed during the appointment. The agent reviewed the role of ps and reminded the caller they could call anytime during operating hours for necessary assistance when needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.